Manufacturer narrative:
The device was received by carefusion and a failure analysis performed. Transducer (xdcr) calibration tests were performed]; all tests passed. The customer's complaint could not be duplicated and a definitive root cause could not be determined, however, further testing found the delivered volume to be significantly lower than demanded and out of specification.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. Patient demographics, such as age, date of birth, gender, and weight were not provided by the customer. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the vela ventilator was on a patient when it suddenly generated a "xdcr fault" (transducer fault) error message with alarm. The patient was immediately placed on another ventilator and there was no patient harm reported. In troubleshooting the issue, the customer noted that the transducer test failed and calibration was not possible.